Event description:
It was reported that, during a shoulder cuff repair surgery, the tip of the twinfix ultra ha broke while it was being screwed in. The broken pieces were retrieved from the patient with tweezers. Surgery was completed after a non-significant delay, using a back-up device in the originally drilled bone hole, no void was left. No further complications were reported. Patient's status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3,h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor but no suture string. The anchor fractured at the proximal end of the suture window and the distal tip was not returned. The prongs on the distal end of the insertion device are deformed. This failure has been determined to be related to the reported event. All returned items have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.